Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The audible tone beep functioned properly; no audio beep anomaly noted. The insulin pump had cracked case at the display window corners, battery tube threads, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an audio beep anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was set as long beep but the insulin pump would only beep shortly. The customer also stated that they could not hear the short sound. The customer stated that the auto test failed. The insulin pump will be returned for analysis.